Manufacturer narrative:
Device label code fro f10. Position 1: 1701, and position 1 and 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was defective. No other info was reported. On 11/4/97, the following was reported: the iab was inserted into the pt on 10/7/97. On 10/10/97 after iabp for 68 hrs, the "leak in iab" alarm sounded from the pump. Then, the nurse noted blood in the tubing. Event complications: unk - reported 10/17/97; none - rpt'd 11/4/97; none - 11/2. Pt current status: normal - rpt'd 11/4/97.